Event description:
It was reported that during an unknown procedure, the jaw became stuck during the surgery. The surgeon tried many times to reopened the jaw. And the jaw did open at the end but the surgeon refused to use it again. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.